Event description:
It was reported that the right atrial lead and the right ventricular lead exhibited episodes of noise. The atrial lead noise was reproducible in clinic with arm movement. The pulse generator exhibited noise and pacemaker mediated tachycardia with automatic mode switches. Programming changes were made to address pmt. No symptoms were reported. The patient condition was stable before and after the changes.

Event description:
New information noted that the right atrial lead was capped and replaced on (B)(6) 2018. The patient had no complications.

Event description:
New information noted that the noise issue was resolved by replacing the right atrial lead. The patient had no complication after the procedure.

Manufacturer narrative:
Correction: previously reported supplemental MDR was missing new information wrote describe event or problem with associated device code.

Event description:
New information was noted that the physician stated lead noise was most likely caused from can-to-lead abrasion which was first noted in 2016. The clinic decided to monitor the noise until the noise reversion episodes and inappropriate mode switching episodes starting impacting the pacing.